Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "comfort flo plus cannula separated at the junction of the cannula and tubing.". No patient injury reported. Patient condition listed as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the strap was disconnected and the tubing was stretched. Based on the visual exam the complaint was confirmed. The defect was detected during use on a patient. The disconnection may occur due to mishandling of the product during usage. The tubing was stretched which may be due to extra force applied to the device during usage and cause it to detach. In the current manufacturing procedure 100% leak testing and visual inspection is conducted after the assembly process. Any defects would be detected prior to release from the manufacturing facility.

Event description:
The complaint is reported as: "comfort flo plus cannula seperated at the junction of the cannula and tubing." No patient injury reported. Patient condition listed as "fine".